Manufacturer narrative:
The reported event was ¿unspecified screw that was unable to be removed¿. As received, a complete lead was returned with the helix found retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing was normal. Visual and x-ray inspections of the lead were also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had an unspecified screw that was unable to be removed. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.